Event description:
Clinical study. Same case as #6000089-2005-00223. It was reported that during a coronary artery drug eluting stenting procedure the stent appeared to be longer than the size stated. The lesion being treated was a proximal left anterior descending artery (prox lad). The lesion was predilated. The physician then attempted to place a taxus express2 8.8% 2.50x20mm drug eluting stent in the prox lad. In the opinion of the physician the stent appeared longer than 20mm, so the stent was not implanted. The physician then placed a taxus express2 8.8% 2.50x16mm drug eluting stent in the prox lad. A dissection occurred. The physician then placed a 2.50x12mm taxus express2 8.8% drug eluting stent with a 4mm overlap in the prox lad to seal the dissection. It was reported there were no further complications. The patient was discharged the next day on plavix and aspirin.